Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to power up.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power up) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was a defective power supply brick. Additionally, current - controlling transistor q1 was shorted on the bedside pca. The root cause for the defective power supply unit and the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger / modem.